Manufacturer narrative:
Event date updated. Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
Could you please confirm and provide the exact event date and awareness date in the format dd-mmm-yyyy? Event date: 18-nov-2025. Awareness date: 26-nov-2025.

Event description:
Pt was receiving 2nd IV access attempt due to initial unsuccessful attempt. IV access using 24 gauge insyte autoguard 0.75 was attempted. During attempt ss had flash and was attempting to thread cannula. Ss was unable to thread cannula. Ss states that they hit flash immediately with 0 readjustment of needle required. After being unable to thread, a bump was noted to IV site. Needle was not retracted and cannula was removed with needle in place. Ss noted that needle had punctured top 1/4 of cannula. Canula was removed intact.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.